Manufacturer narrative:
H3: analysis of the sample was completed and found that the packaging carton, stylette, open pouch, and the device were returned in a large resealable bag. There was no significant damage to the packaging carton. The pouch was open from 3 of 4 sides when returned. There were no traces of contamination observed on the returned device. However, it was observed that the outer hub was dislodged from the device. It was also observed that traces of adhesive were only found in the middle side of the irrigating collar, and sides a and b of the irrigating collar had no traces of adhesive. Due to defective condition of the device upon return, the functional testing was not performed. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, when the blade was unpacked and an attempt was made to set it, the white cover on the root of the device was detached; the part came off when trying to attach the product to the handpiece after opening from the package ( not broken while attaching to the handpiece ). The procedure was completed with a spare product. There was no patient involvement.

Manufacturer narrative:
H6: code updated, previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.